Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), the backlight inverter pcb¿s were upgraded and the latest version of the operational software was installed. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
PMA/510k to k970460 if information is provided in the future, a supplemental report will be issued.

Event description:
The graphical user interface (gui) printed circuit board (pcb) was returned to medtronic¿s product analysis laboratory. Visual inspection of the returned component was conducted and no anomalies were found. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to the video graphics array (vga) controller on the gui pcb.